Manufacturer narrative:
An event regarding revision involving an scorpio tibial tray was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "the primary harm involved is loss of position of the tibial component of a tka. No clinical information was provided allowing assessment of the cause of this complication other than early arthrofibrosis which was treated with manipulation under anesthesia. There is insufficient documentation presented to further complete this assessment." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided medical records and/or x-rays by a clinical consultant indicated "the primary harm involved is loss of position of the tibial component of a tka. No clinical information was provided allowing assessment of the cause of this complication other than early arthrofibrosis which was treated with manipulation under anesthesia. There is insufficient documentation presented to further complete this assessment." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to tibial collapse into varus. The components were implanted in situ for 8.8 yrs. Condyle, tray, and insert were revised. Patella remained implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6) research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to tibial collapse into varus. The components were implanted in situ for 8.8 yrs. Condyle, tray, and insert were revised. Patella remained implanted.